Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the past occlusions could not be determined and the customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the current occlusion.